Event description:
Pt receive a white blister at the angle of the mouth and a burn on the lower lip during surgery. Prescription ointment was administered.

Event description:
The cranial area were the custom implant was implanted was reported as infected postoperatively.